Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported the customer received error message, "replace sensor", while wearing the adc freestyle libre sensor at the "end of june". The customer subsequently experienced weakness and was unable to treat himself. The customer was treated by his wife, a non-hcp, with jam. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested, but not expected back for an investigation, as it was reportedly discarded by customer. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is per report of "end of june." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received error message, "replace sensor", while wearing the adc freestyle libre sensor at the "end of june". The customer subsequently experienced weakness and was unable to treat himself. The customer was treated by his wife, a non-hcp, with jam. There was no report of death or permanent injury associated with this event.